Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within specifications. The unit was monitored and no blank display anomalies were noted. There was no damage on the c13 lcd isolation tape noted. The unit was received with all buttons responding properly. There was no button error alarms noted. However, moisture damage was found at the keypad traces. There was no cosmetic damage noted.

Event description:
Customer reports to have received a blank display screen and a button error alarm. Customer's blood glucose was 8 mmol/l. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, customer states display screen returned. Insulin pump would be returned. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.